Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. Functional testing revealed the device met specifications for optical signal properties and contact force was displayed when connected to the tactisys unit, with no error messages or other functional anomalies noted. The catheter met specifications for occlusion and leak testing with no leaks, functional anomalies, or errors noted when the catheter was primed with saline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported connection issue and water around the electrical connector plug remains unknown.

Event description:
During the procedure, contact force was not displayed on ensite. Water was noticed around the electrical connector that goes into the tactisys. There were no consequences to the patient.